Event description:
During case, covidien 15mm trocar was losing pneumo, per surgeon. Multiple trocars were opened during case. Two boxes of trocars with the same lot number removed from shelf. No harm to patient. Covidien rep notified.